Manufacturer narrative:
Optical test: in the first step of our investigations we have a visual inspection carried out. Deformations or similar damage we could do not notice. Penetration test: in order to check a possible blockage of the valve, we have one permeability test made. This test is at a hydrostatic pressure difference of approx. 20 - 30 cmh2o in flow direction carried out. The test has shown that the valve is permeable. Verstelltest: in the further course of our investigations, we have at the valve tries all pressure levels up and down in 5-step increments adjust. The investigation has shown that the valve is easy can be adjusted in all pressure step ranges brake force and brake function test to measure the brake release force, we have the valve with a brake force meter checked. Here's how much power is measured housing must be exercised to release the rotor to the valve, by the integrated magnet in the device, to adjust. The braking function could be proven positive. The measured values of the braking force are within the permissible tolerance. Result: at the beginning of our investigations, we first have an optical test performed on the valve. The investigation could not prove deformation or other damage. In the further course we have a permeability test on the valve carried out. The investigation has revealed that the valve is permeable is. To further investigate the suspicion of "non-adjustability" we performed an adjustment test on the valve, the valve settled in the total pressure step range from 0 cmh2o to 20 cmh2o in increments of 5 adjust easily. The braking function could also be proven positively. The measured values of the braking force measurement were within the permissible limits tolerance. In order to verify that the valves examined here by the known risks of hydrocephalus therapy has been influenced, such as by natural cerebrospinal substances (protein, blood or tissue particles) 1, we have finally opened the progav 2.0. After opening the progav 2.0, deposits inside the valve be determined based on our findings, we can identify a "non- adjustability "not confirm. However, we suspect that found deposits the valve properties in the past temporarily could have influenced. Need for action: in our view, there is no need for further action. The occurred problem is one of the known, unchanging risks of hc therapy with shunt implants.

Manufacturer narrative:
Clarification of manufacturers investigation results: visual investigation of the received device indicated no deformations present. Permeability testing was conducted at hydrostatic pressure difference of approximately 20-30 cmh2o in the flow direction. The valve was found to be permeable. Adjustment testing was conducted between 5 and 20 cmh2o in increments of 5 cmh2o in both directions (increasing and decreasing). The results show the valve is adjustable at all levels in both directions. Brake force and brake function was tested using a brake dynamometer, to measure the release force of the valve. This measures the force that must be exerted on the housing in order to release the rotor so the valve can adjust by means of the solenoid. The braking function was positively proven and the measured values were within specification. The valve was opened to investigate the possibility of the presence of natural cerebrospinal substances (protein, blood or tissue particles). Deposits were present. The investigation of the returned device did not confirm the reported non-adjustability, however, due to the presence of biological deposits on the interior of the valve it is possible that there was a temporary influence of these deposits that resulted in the valve being non-adjustable. No action is required, the reported issue is a known and unchanging risk of hydrocephalus therapy with shunt implants.

Event description:
At approximately 7 months post op, the shunt system was not able to be adjusted. The device was explanted.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). A 1y 3m po dysfunction of the valve. Explanted. Delivered with the return kit inside an unknown liquid.